Manufacturer narrative:
UDI #:(B)(4). Date of birth is unknown as it was not provided patient gender is unknown as it was not provided. Concomitant medical products: additional concomitant medical products: bss lot no. 258247f 4/19, healon lot no. Ub 31893 1/19. (B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of the phacoemulsification unit. An abbott phaco specialist (ps) also visited the site and changed doctors setting reflux using motor also vent using motor instead of pump phaco. The ps will monitor cases with the account. In addition, the fss and ps provided surgery support. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. In addition, the fss examined all surgical trays and discovered many pitted o-rings on the customer¿s phacofit irrigation/aspiration (ia) hand pieces. All o-rings were replaced by the customer while onsite. The cleaning process was reviewed and there were ¿missing steps¿ identified from their current cleaning process. Copies of the directions for use (dfu) for both the ia hand pieces as well as the fx hand pieces were left with the account. The previous circulator recently left the account and the post-clean process is now split between 3 different individuals. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgery center reported a total of 17 cataract patients experiencing toxic anterior segment syndrome (tass). A brief description from the surgery center indicated that several patients developed tass like symptoms at one day post-operative exam. Initially, there was 10 patients with tass symptoms but was updated to 17 patients. The surgeon suspected the compact intuitiv units were the issue. The account believes the problems began when they upgraded to the intuitiv unit. Initially, there was a previous report of the phaco units making an unusual noise. Once an abbott medical optics resolved the noise reported, the surgery center claims the inflammation symptoms and reflux issues began. The primary concern is intermittent excessive reflux or "regurgitation¿ as described by the surgeon as they feel is contributing to the inflammation. The surgery center initially believed the tass was due to using reusable tubing, viscoelastic and balance salt solution, hence, they switched to disposable tubing and continued to see tass. The account has replaced many variables as they could and believe the machines are causing tass. During a follow up with the surgery center, the center had indicated that for the past couple of months they have had to date, seventeen patients present with an acute inflammatory response and a painless decrease in vision associated with multiple floaters on day 1-3 cataract post op. Some of these patients had an intense uveitic cellular reaction and some had a brisk fibrin reaction as well. Of the seventeen, six patients returned to surgery for anterior chamber (ac) washouts. Cultures and gram stains were all negative. All patients responded well to aggressive topical steroids. The surgery center indicated they have reviewed their cleaning and sterilization protocol for each patient and have taken all measures to prevent acute inflammation. The surgery center commented that although, preventative measures were performed, they continue to have patients experiencing the symptoms. This is for patient no. 3, left eye (os). Patient no. 3 was treated with prednisolone, flurbiprofen, and gentamicin. This report is for serial number (B)(4). A separate report will be submitted for the 2nd unit as it is unknown which unit was used.

Manufacturer narrative:
Additional information: during a follow up call to the surgery center in regards to patients experiencing tass like symptoms that were reported in (B)(6) 2016, the surgery center indicated there was an additional patients with tass like symptoms. The surgery center communicated that they had hired an outside consultant that specialized in tass related events. The consultant visited the surgery center on (B)(6) 2016 to review the sterilization processes, products, and procedures. The outcome of this review did not identify a single root cause that could have contributed to the tass like symptoms. In (B)(6) 2016, the site hired an employee to specifically oversee the sterilization process. All patients had a lot of inflammation. The culture was negative for bacteria culture and the patients responded well to the topical eye drops. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No failure was identified. The review of the device history record (DHR) for compact intuitiv console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.